Manufacturer narrative:
Approximate age of device: 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had elevated lactate dehydrogenase (ldh) and power and flow spikes were observed upon device interrogation. The patient¿s ldh peaked to 784 u/l on (B)(6) 2018 and decreased to 523 u/l on (B)(6) 2018. The patient also had an elevated plasma free hemoglobin of 40 g/dl on (B)(6) 2018, that had normalized. The manufacturer¿s technical service representative reviewed the submitted log file and observed power and flow trending upward with pi trending downward. Additional information was requested but not provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4) and the patient¿s elevated ldh could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document outlines the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.